Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a 'zapping' sensation and pain at the ins site.  Patient continues to feel the shocking sensation while device is turned off. Patient called rep to report ¿zapping¿ sensations occurring every few seconds at her ins site that started yesterday. No fall or inciting issue was reported. She said the zapping continues while the stimulation is turned off. Rep encouraged her to contact her pain management doctor at her first opportunity. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.